Event description:
It was reported the affiniti 70 ultrasound system articulation arm dropped hard when the control module release brake was pressed. There was no patient or user harm. The service engineer replaced the articulation arm gas struts to resolve the customer¿s immediate issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.